Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was unknown. The customer was assisted with trouble shooting and was walked through the proper method of changing the reservoir and infusion sets.